Event description:
Additional information received indicated the noise resulted in oversensing on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but is not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. The event was resolved by replacing the rv lead. The patient experienced no adverse health consequences.